Event description:
The user facility reported a 74-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. During support, the device had a pump flow issue. Suction occurred whenever the team went above p6 in the settings. Multiple drips were required. The pump was explanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported positioning issues has been completed since the original report was filed. The root cause of the positioning issue was most likely use related as the pump was in a suboptimal position leading to low flow. Correction: section h6 :the health effect- impact code was inadvertently left out in the initial report which is been added to this report.